Event description:
Reporter alleged obtaining the results of 162 mg/dl, 136 mg/dl, 201 mg/dl, 99 mg/dl and 159 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.